Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was damage to the response buttons switches. The monitor showed signs of physical abuse. The root cause for the damaged switches was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning properly.